Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis indicates that a power on reset (por) occurred. It was noted that a serial number with zeroes is an indication that a por occurred. The serial number could be re-entered.

Event description:
It was reported that the device would not session synch into paceart (B)(4). The device stickers from the box show the serial number (B)(4). At our first check post implant, the sn shows as (B)(4) as working fine. It was indicated by technical support that serial numbers that have zero's means the device experienced a power on reset at one time. Once one clears the electrical reset, then the serial number needs to be re-entered into the device. Device is still in use. No patient complications were reported as a result of this event.

Event description:
Asku

Event description:
It was reported that the device would not session synch into paceart because the serial number in the device and on printouts shows (B)(4). The device stickers from the box show the serial number (B)(4). At our first check post implant (B)(4) working fine. It was indicated by technical support that serial numbers that have zero's means the device experienced a power on reset at one time. Once one clears the electrical reset is performed, then the serial number needs to be re-entered into the device. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.